Event description:
Manufacturer's ref. : (B)(4).

Manufacturer narrative:
The information that has been received stated that the reported leakage during pre-use check was caused by an expiratory cassette and the leakage was eliminated by replacement of the expiratory cassette. The hospital retained the expiratory cassette and it was not examined to determine the point of leakage. The expiratory cassette has a measuring function for expired gases. A failure of the expiratory cassette during ventilation will not affect the delivered values and gas mixture to the patient that will be as set. This failure refers to the measuring function. Leakage by the expiratory cassette is always detected during pre-use check and an expiratory cassette that passes this test will not cause leakage during ventilation. Expiratory cassettes are interchangeable but a pre-use check must be performed after exchange.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).